Manufacturer narrative:
The axium prime coil was not returned for analysis as it was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium coil instructions for use (IFU) warnings: if axium¿ prime detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of an aneurysm this coil stretched and pre-maturely detached during retraction. It was reported that the physician used pushwire and pushed the coil back into the aneurysm. Follow up CT scan showed no evidence of coil in the parent vessel. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.